Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the hcp was going to reposition the remote as they think it was sitting on the patient's nerve, noting that their nerves were very sensitive. The surgery was being scheduled.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was feeling stimulation in the wrong location. Patient started feeling stimulation in their thigh/upper thigh and hip. It was reported this was not related to positional movements. Patient was redirected to their healthcare provider to have their device checked. It was asked if one of the wires could have moved, it was reviewed that recent implant/healing may be a factor. Patient stated this was a sudden change, that it had just started today. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. The hcp reported that they were unsure what the cause of the stimulation in the wrong location was. The hcp noted that they gave the patient nsaid¿s and that they did not think it was placed incorrectly. No further complications were reported or were expected.